Event description:
Allegedly during surgery, the screw head was broken off when the surgeon was tightening a screw by the screw driver. The surgeon could remove the only screw head. But the surgeon couldn't remove the portion of remaining into a patient body.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete. This event occurred in (B)(6).